Event description:
The customer called and reported experiencing high blood glucose and diabetic ketoacidosis. Customer stated the insulin pump was not delivering properly. She further stated she was at the doctor's office, the insulin pump went off, and she was in the hospital due to that.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.